Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the peeled bonding section of the lens was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter inside the air/water nozzle and peeling of bonding section in illumination lens. There was no patient involvement.